Manufacturer narrative:
The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452.

Manufacturer narrative:
During the procedure, the cashmere microcoil (B)(4) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter (B)(4) and planned to adjust microcatheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5*3.5 coil and a 2*4 coil to complete the procedure. The basket shape was not satisfactory was reported with additional information to be poor conformability. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). Prior to the event, a 6 french guiding catheter and prowler select lpes microcatheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses. The coil was found to have been mechanically detached. The most likely contributing factor to the coil's unintended detachment inside the microcatheter occurred when the coil became anchored. The coil may have become anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter during the retraction movement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, 'caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.' In addition, without the return of the prowler lpes microcatheter and the detached coil (located inside the microcatheter) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Due to the returned condition of the devices functional testing for insertion of the coil through a microcatheter or insertion of a device through the returned microcatheter cannot be performed. Theretofore, no conclusion regarding its impact on the event can be determined. Based on the available information and analysis of the returned devices, no conclusion can be made regarding the reported resistance friction, coil premature detachment or coil poor conformability during use of the cashmere 14 cerecyte microcoil and select lp-es microcatheter. It appears that withdrawal in the presence of this resistance led to the detachment of the coil, and procedural factors (aneurysm and vessel characteristics) may have contributed to the events. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452.

Event description:
During the procedure, the cashmere microcoil (crc14030630/m10555) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter (606s155x/15635030) and planned to adjust micro-catheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5 3.5 coil and a 2 4 coil to complete the procedure. Prior to the event, a 6f guiding catheter and prowler select lpes micro-catheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses.

Manufacturer narrative:
During the procedure, the cashmere microcoil (crc14030630/m10555) was implanted, but the basket shaping was not satisfactory. Then, the microcoil was withdrawn into the select lp-es microcatheter (606s155x/15635030) and planned to adjust microcatheter tip, but the coil was detached in microcatheter during withdrawal process. Both, the lpes microcatheter and cashmere coil were changed to a 2.5*3.5 coil and a 2*4 coil to complete the procedure. The basket shape was not satisfactory was reported with additional information to be poor conformability. During placement, no additional manipulation and torque was applied while the coil was in the aneurysm, and during placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. A constant and dedicated heparinized saline source was utilized at all times through the microcatheter, and no resistance/friction was noted between the coil system and microcatheter. The microcatheter was not re-shaped. Other that what was reported, no other damages were noticed on the device (kink, bend, crack, separated, fracture, etc). Prior to the event, a 6french guiding catheter and prowler select lpes microcatheter were positioned at the in the mca aneurysm. The artery was not stenosis, and the puncture site was femoral artery. No impact to the patient was reported, and the devices will be returned for analyses. The coil was found to have been mechanically detached. The most likely contributing factor to the coil's unintended detachment inside the microcatheter occurred when the coil became anchored. The coil may have become anchored on the coils already dwelling inside the aneurysm, on itself, or on the distal tip of the microcatheter during the retraction movement. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the micrus microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. Caution: do not attempt to use the microcoil system as a guidewire if positioning of the microcatheter is lost during microcoil deployment. Caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter." In addition, without the return of the prowler lpes microcatheter and the detached coil (located inside the microcatheter) used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. This is one of two products involved with this adverse event, which is associated with mfg report 2954740-2012-00828 and 1058196-2012-00452. Additional information will be submitted within 30 days of receipt.